Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction d9: please note that it was inadvertently reported that the device was received on 11/26/2024 on the initial medwatch report. The device return date has been updated accordingly. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the motor device had vibration was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had cosmetic damage, was loose, had cord damage, would not run, was displaying an e5 error (fault in the handpiece), and the breaded stainless steel wire tether was damaged/came off. It was noted that swivel rotated once, the connector was loose, the red dot on the connector was about to disappear, hose had scratches, set screw was loose, the wire was frayed, and an error display e5 continued to be displayed. It was further determined that the device failed pretest for visual assessment, loctite assessment, and cable assessment. The assignable root cause of these conditions was determined to be traced to component failure due to wear.

Event description:
It was reported from japan that the motor device had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.